Manufacturer narrative:
Block g2: medwatch (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, three resolution 360 ultra clips misfired. The clips were removed and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch (B)(4). Block h6: imdrf device code a051104 captures the reportable event of clip difficult to open or close. Block h10: the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the device returned without the clip attached and with evidence of full deployment. Since a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, three resolution 360 ultra clips misfired. The clips were removed and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g2: (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h2: additional information additional information was received on march 10, 2024, and the customer reported that "clips misfired" means that the clips could not open inside of the scope. The physician discovered there was a problem with the clip when the catheter was in front of the lesion, and the tech was unable to open the clip. If the hemoclip device has deployment issues, the most serious reasonably expected injury from this issue is a minor procedure delay. The issue is unlikely to cause a serious injury or death if the malfunction were to recur. There have been no serious injuries previously reported for this product family and hazard. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, three resolution 360 ultra clips misfired. The clips were removed and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.